Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include a reaction from the iodosorb ointment include pain, irritation, redness eczema, edema and allergy. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found one further instance of the reported event. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the clinic has been using iodosorb on patients in the past and have not had issues. As of recently, patients are complaining about iodosorb burning or stinging and is unbearable. Clinic is having to numb patients in order to use or just not use the product at all.